Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, and levels did not exceed 500 mg/dl or read "high" on their cgm. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin administration. Despite recurring occlusion issues, no additional information was received regarding further outcomes or assistance actions.